Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that, starting 4 to 5 months ago, the patient started seeing error code 626 during recharging but could quote, "cripple through it," 626 would no longer show and they could successfully charge their ins. Pt stated yesterday their handset showed error 626 and they charged it four an hour and a half and it did not increase by even 25%. Pt also stated their mdt rep could never get charge past 75% but they (the pt) could get it to 100%. Pt stated they used to charge every 2 to 3 days but now charge every day and that a week ago ins charge went from 100% to 75% to 25% overnight. Pss redirected to their healthcare provider. Pt said they fell in the shower a while back 6-7 weeks ago. Pt stated battery is 25%, therapy is on. Agent reviewed 626 means "low ins battery" and that it requires further charging before it will go away. Pt stated yesterday when charging that boxes were filled in and the boxes went away. Pt stated issue started maybe a month after seeing their neurologist 3 months ago and it was 31 percent. Neurologist reviewed with pt that ins was fine and no programming changes were made. Pss reviewed some recharging best practices, coupling/charge level information, recommended trying to maintain 8 black coupling boxes and charging more often. Agent reviewed potential adhesive disc use and pt stated they have tried them before but will try them again. Adhesive discs were sent. Pt will try to maintain coupling boxes and use adhesive discs to recharge more often. Note: this was a very confusing call. This was a difficult caller and pss did their very best to obtain and document all relevant event information. Any information that was not obtained or documented was due to the nature of the call.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they had a 006 code so they were only charging to 25%. The patient was instructed on the steps to get to 75%, but it was still at 75%.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.